Event description:
The customer reported that the mp30 monitor was showing a hr of 48 bpm, but there was no brady alarm. There was no report of any adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the mp30 monitor was showing a hr of 48 bpm, but there was no brady alarm. There was no report of any adverse patient impact. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.